Event description:
Customer reporting system will not boot-up. No patient injury.

Manufacturer narrative:
The service rep was unable to duplicate reported issue. He reseated the board connections. System is operating as intended.